Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the force sensor was found to be out of calibration. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the force sensor was found to be out of calibration. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During evaluation the pump was rewound and during the load step the cartridge was not detected. Evidence of corrosion was observed on the force sensor assembly. Unrelated to the event the battery compartment was found to be cracked and corrosion was observed in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).